Event description:
The device was received with no information.

Manufacturer narrative:
Evaluation summary: the er320 analysis results found that the instrument was received with the floor damaged, however the device was tested for functionality and it malformed the remaining clips due to the condition of the device. While no conclusion could be reached as to how this damage had occurred, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.